Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing recurrent hemolysis with suspected pump thrombus, therefore, made 1a on cardiac transplant list. Pt was at home, but readmitted for transplant. Pt was successfully transplanted.

Manufacturer narrative:
The explanted device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.